Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. Concomitant products included citalopram hydrobromide (celexa) for depression. On (B)(6) 2010, the patient had essure inserted. In may 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced depression ("depression"). On an unknown date, the patient experienced weight increased ("weight gain"), anxiety ("mental anguish"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (laparoscopic partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the menorrhagia, vaginal haemorrhage, depression, weight increased, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were four coils trailing when essure coli was placed in the right fallopian tube and there were six coils trailing when essure coli was placed in the left fallopian tube. Essure implant date was also reported as may-2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-sep-2010: total bilateral occlusion.; in august 2010: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received: reporters details added. Event psychological or psychiatric problems-mental anguish, bladder or urinary problems or changes, pain, weight gain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy, c-section, hives, anxiety, depression, urinary urgency, urinary frequency, hypertension and hypothyroidism. Allergies: penicillin causes hives, levaquin causes mouth sores. Concurrent conditions included menometrorrhagia, wrist pain, fractured radial styloid process, sore throat, back pain, hypercholesterolemia, metrorrhagia, uterine bleeding, paratubal cyst, abdominal pain, dysuria, burning sensation, spasms, menometrorrhagia, bleeding anovulatory and adhesion. Concomitant products included citalopram hydrobromide (celexa) and trazodone for depression and anguish, ibuprofen for pelvic pain as well as aciclovir (acyclovir), aminobenzoic acid;ascorbic acid;betaine hydrochloride;bioflavonoids;biotin;calcium;calcium pantothenate;choline bitartrate;colecalciferol;copper;cyanocobalamin;folic acid;glutamic acid;hesperidin;inositol;iodine;iron;magnesium;manganese;nicotinamide;potassium;pyridoxine hydrochloride;retinol palmitate;riboflavin;rutoside;thiamine mononitrate;tocopheryl acetate;zinc (multivitamin n), ascorbic acid since (B)(6) 2012, atorvastatin, atorvastatin calcium (lipitor) since (B)(6) 2011, celecoxib (celexa), fenofibrate (tricor) since (B)(6) 2012, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), ketorolac, levothyroxine, levothyroxine sodium (levothroid) since (B)(6) 2011, meclozine (meclizine) since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menstrual hemorrhaging, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced anxiety ("mental anguish"), 1 year 11 months after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced urinary incontinence ("bladder problems or changes: urinary incontinenece"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain") and back pain ("lower back area pain"). The patient was treated with surgery (laparoscopic partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the depression, weight increased, anxiety, urinary incontinence, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, menorrhagia, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were four coils trailing when essure coli was placed in the right fallopian tube and there were six coils trailing when essure coli was placed in the left fallopian tube. Essure implant date was also reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded; on (B)(6) 2010: results: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 25-apr-2019: pfs received: events abdominal pain and back pain were added. Event severity was added. Event onset date of all events were updated. Fu 4 and 5 processed together. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. Concomitant products included citalopram hydrobromide (celexa) for depression as well as ascorbic acid (vitamin c) since (B)(6) 2012, atorvastatin calcium (lipitor) since (B)(6) 2011, fenofibrate (tricor) since (B)(6) 2012, levothyroxine sodium (levothroid) since (B)(6) 2011, meclozine (meclizine) since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, 1 year 11 months after insertion of essure, the patient experienced weight increased ("weight gain"), anxiety ("mental anguish") and urinary incontinence ("bladder problems or changes: urinary incontinence"). In (B)(6) 2012, the patient experienced depression ("depression"). The patient was treated with surgery (laparoscopic partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the depression, weight increased, anxiety and urinary incontinence outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were four coils trailing when essure coli was placed in the right fallopian tube and there were six coils trailing when essure coli was placed in the left fallopian tube. Essure implant date was also reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.; in (B)(6) 2010: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event bladder urinary problems or changes was updated to urinary incontinence. Outcome of event abnormal bleeding was updated. Event onset dates added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. On an unknown date, the patient started celexa at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced depression ("psychological or psychiatric condition: depression"). The patient was treated with surgery (laparoscopic partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and depression outcome was unknown. The reporter considered depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were four coils trailing when essure coli was placed in the right fallopian tube and there were six coils trailing when essure coli was placed in the left fallopian tube. Essure implant date was also reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.; in (B)(6) 2010: essure device was successfully occluded most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics and concomitant drug added. Essure indication and start date updated. New event abnormal bleeding (vaginal) and depression added. Treatment medication added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menstrual hemorrhaging"). The patient was treated with surgery (laparoscopic partial hysterectomy ). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.